Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) was suspected to have prematurely depleted, as the status was at end of life (eol) and the ICD was emitting tones due to such. Surgical intervention was performed and the ICD was explanted and replaced. No additional adverse patient effects were reported. At this time, no patient consent form has been provided, and therefore no return of the ICD is expected at this time.

Manufacturer narrative:
A risk review performed for the autogen device confirmed that the event of premature discharge of battery is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the autogen device is acceptable. Investigation summary: with all the available information, boston scientific concludes the allegation made against this ICD could not be confirmed through product analysis. The ICD was found to have met specification and no problem was detected. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: the returned ICD was analyzed and review of device data noted the rate of battery depletion was normal while the device was implanted. Given the programmed parameters and other data stored within the memory of the device, the actual rate of battery depletion appears to have fallen within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion. Labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: the no problem found conclusion was selected based on analysis of the returned product, which found no evidence of device anomalies outside of normal medical use.

Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) was suspected to have prematurely depleted, as the status was at end of life (eol) and the ICD was emitting tones due to such. Surgical intervention was performed and the ICD was explanted and replaced. No additional adverse patient effects were reported. The ICD was returned back to boston scientific for analysis.